Event description:
Philips received a complaint that efficia dfm 100 defibrillator monitor, automatically entered the service mode after booting. The fse evaluated the device onsite and determined that the system detection was failed due to a defective processor pca (printed circuit assembly). After replacing the dfm100 assy processor, the issue was resolved, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phone number: (B)(6).